Event description:
After the use of the instrument to take down adhesions in the patient's abdomen, the "blade" in the jaw of the instrument moved forward, physically inhibiting further use of the instrument. The surgeon tried pushing the blade back in place with a clamp but it did not work. Device was sequestered and a new device opened with no further defective functioning.